Event description:
It was reported that the device was explanted due to infection. The patient was stable following the procedure. Related manufacturer reference number: 2017865-2018-13280, 2017865-2018-13281.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. Visual examination of the lead found no anomalies.